Manufacturer narrative:
(B)(4). G2: foreign, event occurred in australia. D10 concomitant therapy: 00880200100, zimmer dermatome 1" width plate, lot: unk, serial: unk. 00880200200, zimmer dermatome 2" width plate, lot: unk, serial: unk. 00880200300, zimmer dermatome 3" width plate, lot: unk, serial: unk. 00880200400, zimmer dermatome 4" width plate, lot: unk, serial: unk. 00880300000, dermatome screwdriver, lot: unk, serial: unk. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during decontamination or sterilization processing the cord was broken, and wires were showing. The metal, electrical wires were exposed. There was no patient involvement. Due diligence is complete. No additional information is available.